Event description:
Information received does not address the patient's clinical status but notes initial difficulty inserting the ventri- cular lead into the connector port, but with manipulation, the connection was completed. Immediately post implant, the thresholds increased to over 7v, sensing decreased to <1mv and impedance was >2500 ohms. The lead was removed from the connector port and reconnected. The problems recurred after a couple of minutes and the pulse generator was replaced.